Event description:
The fe reported the cradle steering handle was stiff and difficult to turn. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and relubricated the steering bearings. The system operates as intended.